Event description:
The customer states that one patient sample generated an initial aeroset sodium assay result of 170meq/l. The result was not reported from the lab. The sample was then tested on another aeroset analyzer in the lab and generated a sodium result of 130 meq/l. The customer has been experiencing inconsistent control results over the past two weeks with control results within specifications but on the low end of the reference range. A service request has been initiated. There is no impact to patient management reported.

Manufacturer narrative:
A field service representative (fsr) replaced a leaking ict reference cup (including the warming ring) to resolve the issue. In addition, several parts which appeared worn were also replaced. The parts included guide bearings and rollers, the ict check valve, and ict aspiration pump valve. The ict module was also replaced as a customer accommodation due to damage sustained during troubleshootng. Subsequent instrument operation and patient results were acceptable. The aeroset service and support manual (89000-104) section 2, troubleshooting reference, observed problem codes provides adequate labeling regarding troubleshooting the issue of erratic results, poor precision: ict results problem. Probable causes pertaining to the ict reference cup are provided in addition to the information and procedures required to distinguish between an issue with the electronics system and the fluidics system. The aeroset system operations manual, section 10, troubleshooting and diagnostics, instructs operators to contact customer support in association with ict reference cup hardware failure. This investigation determined that the aeroset analyzer is performing within its intended use, label claims and specifications; no deficiency related to the performance of the device was identified. This is a final report. End of report.